Event description:
The customer reported false positive results with the binaxnow covid-19 ag card performed on (B)(6) 2022 on an nasal sample generating positive results. This report is for patient thirteen of fifteen and lot 190615 (quantity 6). Repeat testing was performed on (B)(6) 2022 using an unknown lot generating negative results. No pcr testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Patient identifier: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-02824, 1221359-2022-03196, 1221359-2022-03221 through 1221359-2022-03233.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190615 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 190615 and test base part number 195-430h / lot 183192. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 190615 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.